Event description:
Rptr initially noted a burr at the I/a tip; had to do unplanned anterior vitrectomy. Add'l info received noted a second tip was used and the posterior capsule tear was not due to the tip. Settings on the machine were adjusted.